Event description:
New information received stated that on nov. 1st, 2019, the right ventricular lead was successfully explanted and replaced. There were no complications with the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled pulse generator check. Upon interrogation of the device, it was discovered that the right ventricular lead exhibited high pacing impedance and high capture threshold. Isometric testing was performed and no lead noise was detected. It was suspected that there was calcification around the ring electrode. The patient condition was stable and the patient was scheduled for a lead extraction procedure.

Manufacturer narrative:
The reported events of high pacing threshold, high lead impedance and calcification of the ring electrode were confirmed. Visual inspection found a calcium deposit on the ring electrode which is responsible for the reported events. The damage found was sustained during the surgical procedure. The lead was otherwise normal.